Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported air embolism was due to the staff closing the wrong y-line while the tubing set was connected and open to the ablation catheter, which was inside the left atrium. The IFU states: open the 3-way stopcock at the end of the tube set to prepare for irrigation. Press the prime button twice and release it to verify tubing integrity. If air is visible in the tubing set, repeat the priming function until the air is expelled through the open end of the stopcock.

Event description:
During a pulmonary vein isolation procedure, an air embolus in occurred in the right coronary artery (rca). A bubble alarm occurred on the pump during the procedure. The saline bag for the irrigated ablation catheter was empty, the tubing set was therefore filled with air from saline bag to the sensor. The saline bag was exchanged for a new one. Prior to refilling the tubing set by using high flow on pump, the staff closed the wrong y-line. The tubing set was still connected and open to the ablation catheter, which was inside the left atrium. This error was not discovered before half a tubing set length worth of air was flushed into the left atrium. The patient developed chest pain and became hypotensive. An ECG demonstrated st-elevation/depression in the inferior leads. A catheter was introduced to an artery in the groin to perform an angiogram. An air embolus in the rca was discovered, the operator was able to aspire the embolus, and the artery distal to the embolus filled up well. The patient stabilized after evacuation of the embolus. The patient was transferred to the ICU and a CT scan of the head was performed with no anomalies. The patient is doing well, and it was indicated that the myocardium did not sustain any permanent damage from the incident.